Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the loud whistling sound occurred during surgery. A needle was attached to a syringe containing diluted gas was inserted into the conjunctiva, and the intraocular pressure was reduced even when the gas was injected into the eye. Hence, air was injected into the eye. The surgery was completed without product replacement. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A video provided shows the user opening the yellow stopcock (attached to infusion line) and a whistling sound could be heard. It sounded like the fluid air exchange was pushing air through the line. When the sample was received, the sample was tested on a calibrated console and the sample could pass priming and intraocular pressure successfully. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. No whistling was heard during laboratory evaluation. We were unable to replicate the customer's reported event. It's possible a fraction of the silicone valve lips (within auto infusion valve) that controls air on the fluid/air exchange manifold were not completely open during valve actuation and thus contributed to the whistling sound heard in the video, however, this could not be confirmed during the investigation as the sample functioned as intended. The root cause of the customer's complaint could not be conclusively determined with the information available. The event was unable to be replicated during laboratory testing. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).